Event description:
Revision of shoulder prosthesis due to infection at about 1 month and a half post primary. The patient had an inflamed, red and warm scar, with a blood test indicating an infectious problem. Liner and glenosphere revised successfully.

Manufacturer narrative:
Batch review performed on 3 july 2024. Lot 2400597: (B)(4) items manufactured and released on 08-apr-2024. Expiration date: 2029-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item invovled in the event, batch review performed on 3 july 2024: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2402061. Lot 2402061: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 2029-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.